Event description:
It was reported that sheath detachment occurred. The patient presented with chest discomfort. The physician arranged an angiogram to examine the patient which identified stenosis in the distal and proximal left anterior descending artery (lad). The decision was made to check the stenosis rate using intravascular ultrasound. Vascular access was obtained through the radial artery. The target lesions were located in the non-calcified and non-tortuous proximal and distal left anterior lad. During a percutaneous coronary intervention(pci), the physician advanced the opticross imaging catheter along a non-bsc wire to the distal of lad. Pullback was done smoothly. The imaging catheter was withdrawn from the lad without resistance. When the device was pulled out of the patient's body, the physician found that the sheath was missing. The physician checked the lad again by angiogram and saw that the "tip marker" of the sheath was in the lad. The physician advanced a non-bsc snare device to retrieve the separated part but failed. The separated part jumped into the aorta because of the cardiac contraction and migrated to the abdominal aorta. The physician punctured the right femoral artery immediately and inserted a sheath to the artery. The separated part was retrieved by using another non-bsc snare device. The physician implanted two des stents to cover the proximal and distal lad lesions and completed the procedure. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink was observed in the sheath assembly at 51.0 cm from femoral marker to the distal end. The imaging window tubing was broken off from the device at the lap joint seam. The imaging window and tip section are completely intact. The imaging core is fully exposed. The transducer distal housing is fully intact. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The clear imaging window appeared stretched approximately 8.0 mm long. Neckdown line was observed in the broken imaging window at approximately 15.0 cm. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that sheath detachment occurred. The patient presented with chest discomfort. The physician arranged an angiogram to examine the patient which identified stenosis in the distal and proximal left anterior descending artery (lad). The decision was made to check the stenosis rate using intravascular ultrasound. Vascular access was obtained through the radial artery. The target lesions were located in the non-calcified and non-tortuous proximal and distal left anterior lad. During a percutaneous coronary intervention(pci), the physician advanced the opticross imaging catheter along a non-bsc wire to the distal of lad. Pullback was done smoothly. The imaging catheter was withdrawn from the lad without resistance. When the device was pulled out of the patient's body, the physician found that the sheath was missing. The physician checked the lad again by angiogram and saw that the "tip marker" of the sheath was in the lad. The physician advanced a non-bsc snare device to retrieve the separated part but failed. The separated part jumped into the aorta because of the cardiac contraction and migrated to the abdominal aorta. The physician punctured the right femoral artery immediately and inserted a sheath to the artery. The separated part was retrieved by using another non-bsc snare device. The physician implanted two des stents to cover the proximal and distal lad lesions and completed the procedure. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).